Manufacturer narrative:
(B)(4). During evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had problems advancing in peritoneal dialysis therapy. Upon review of the event logs of the homechoice device, a system error 2240 alarm was identified as the reason for this issue. This error indicates a potential malfunction of the disposable cassette. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.